Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the ¿rapid¿ onset of symptoms wasn¿t determined. The patient met with neurology for a programming adjustment and a change in programming, but it was unknown if the symptoms were resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient said their symptoms came back a little bit so the other day they decided to try making an adjustment to their stimulation and bumped it up a couple of notches, but it made no difference at all. The patient said that their hcp set it up and it was really on the low side, and got no response. They were directed to call their hcp to resolve the symptoms. Additional information was received: it was reported that the patient reviewed the patient programmer button use and icon meaning. The patient noted that the home screen read "on" and "ok" with the stimulation intensity at 4.0v on both sides. The patient requested assistance with what they should do to adjust settings. It was reviewed that it was a medical decision about discussing stimulation. Patient services asked the patient if they had a return of symptoms. The patient indicated that they did and they reported that they had "problems with phrasing." The patient noted that the issue occurred "rapidly" and "quickly" and that the issue was noticed sometime in the beginning of september or october. The patient noted that in november they met with the hcp and had the ins adjusted a few times, and increased the stimulation for the dbs. The patient noted that the adjustments didn't help, but they were having trouble getting in touch with the hcp. It was encouraged to keep trying to connect with the hcp for ins settings. There were no further complications reported.